Event description:
It was reported that this pacemaker was evaluated after the patient checked in and later left the clinic. The healthcare provider (hcp) reviewed the custom view report and questioned atrial capture in the presenting electrogram (egm). Technical services (ts) noted possibly intrinsic p-wave from loss of capture or latency. In addition, revealed intermittent atrial sensing with small deflections that were undersensed. Capture was not confirmed, and lead I suggested undersensed p-waves. Hcp and ts concluded capture could not be discerned and will discuss further. No adverse patient effects were reported.